Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was deployed incorrectly. Additional information was received by stating, there was no patient contact.

Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA product problem codes of a140801 was submitted. It should have been a150204. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis, and the reported complaint could not be observed. Iol (intraocular lens) was returned outside of the device. The device was received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned adhered to the outside of the device. Solution is dried on the iol. The product investigation could not identify the root cause for the reported complaint "deployed wrong, lens stuck in chamber" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).